Event description:
A patient reported being injected with one syringe of juvéderm volux¿ xc in the jawline and juvéderm voluma® xc in the cheeks. Approximately nine months later, the patient got sick with the cold or flu and experienced ¿left side, sore, painful, hard, swollen, hot, and tender nodule.¿ no treatment was provided. Symptoms are ongoing. This record is for juvéderm volux¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.